Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that she experienced high blood glucose of 500 mg/dl. Customer tried to bolus 6 or 7 times but blood glucose was not coming down. Customer checked the cannula was straight and stated the insulin pump did not alarm no delivery. Customer treated with manual injection. Blood glucose at he time of the call was 416 mg/dl. They declined to check the settings and for leaks or bubbles. The insulin pump passed the displacement and self test. They did not have a tubing clamp to perform the high pressure test. The insulin pump would be replaced and returned for analysis.